Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, and levels did not exceed 500 mg/dl. Reportedly, the customer resolved occlusion events by adding insulin to the existing cartridge. Tandem customer technical support informed customer that adding insulin to cartridge outside the load sequence is off-label. Reportedly, the customer continued to use the pump for insulin therapy.